Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer phenomenon of no ventricular measurements/visual electrocardiogram. The analyzer passed functional testing on the vxi tester and no anomalies were found.(B)(4).

Event description:
It was reported that during an implant, the lead analysis was stopped and then the doctor wanted to look at it again, so the cables to the leads were reconnected; however, there were then no ventricular measurements. The caller switched adapters with no positive result. The caller then went to the atrial channel and was able to get measurements from the atrial channel of the analyzer. The analyzer was swapped out for a different one and the case was completed without issue. The analyzer has been returned for analysis. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant, the lead analysis was stopped and then the doctor wanted to look at it again, so the cables to the leads were reconnected; however there were then no ventricular measurements. The caller switched adapters with no positive result. The caller then went to the atrial channel and was able to get measurements from the atrial channel of the analyzer. The analyzer was swapped out for a different one and the case was completed without issue. The analyzer has been returned for analysis. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.